Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the basal history did not match the active basal program for the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: a review of the black box showed manual date/time change were made from (B)(6) 2015 to (B)(6) 2015. The pump was exercised for 24 hours and the basal history correctly reflected the programmed amount of insulin. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.